Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: right side ¿ rupture device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.3; b.5; d.6b; g.1; g.2; h.6.

Event description:
Healthcare professional later reported right side capsular contracture baker grade ii. Device has been explanted and replaced.

Event description:
Patient reported a right side rupture and capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.